Event description:
Information received with return of the explanted device notes a loss of sensing. Also reported was that "after a short external low voltage electrical shock when the patient held a aviary, sensing didnt work correct anymore".~~~~~~~~